Manufacturer narrative:
"(B)(4).revoked asr exemption number e1997036. "Report late due to asr to individual reporting transition"."

Event description:
Implant failed due to failure to osseointegrate.